Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 32 indicating a delivery motor communication error, which persisted despite clearing the alert and restarting the pump; the user also noted intermittent periods off pump by personal choice with backup therapy, and blood glucose was reported in range at the time of the call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with signal loss and traced to a circuit board within the pump. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.